Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed undersensing of intrinsic atrial and ventricular signals which resulted in competitive sensor-driven pacing. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.